Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported intermittent gib error messages that caused the system to lock up. There is no report of patient injury associated with this event.